Event description:
It was reported that system monitor appeared to have a white spot in the middle of the screen with green vertical lines.

Manufacturer narrative:
There was no patient involved there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a white spot in the middle of the system monitor with green vertical lines was confirmed. The returned system monitor, (B)(6) was evaluated by service depot technicians and the reported issue was verified. The evaluation found the main printed circuit board (pcb) to be defective and the customer received a replacement unit; the unit was scrapped. The specific root cause of the reported event was unable to be determined through this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU). The heartmate power module instructions for use (IFU), cautions the users to contact the ventricular assist device (vad) coordinator or hospital contact for assistance if the system monitor does not function properly or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.